Event description:
Event description cpi received information that this transvenous defibrillation lead was removed. The lead had become dislodged and during the repositioning procedure, the distal pin became separated from the lead. A new lead was implanted.